Event description:
On (B)(6) 2013, the reporter contacted animas to report on an unspecified date the reported pump was ¿off for more than one hour¿. Afterwards, the patient obtained the blood glucose level of 400 mg/dl. No further information about the patient¿s status or pump was provided. The technical service representative contacted the patient to obtain further information and to troubleshoot the pump; however, was unable to reach her by telephone. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level was not indicative of severe injury and no symptoms or medical attention were reported. However, as the issue was not resolved, this complaint is being reported.